Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances. It was suspected that the observations were due to the patient's active lifestyle, which may have caused a lead integrity issue. The high impedances were seen in both unipolar and bipolar. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.